Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Product analysis: the device was returned and evaluated by product analysis on 12/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior, issues, or alarms. The last bolus was delivered on (B)(6) 2015; the last basal was (B)(6) 2015. The total daily dose history was appropriate for all user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries that occurred during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient&#38112;blood glucose on an unspecified date was 522 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates and the basal delivery totals in the total daily dose history did not match the programmed basal rates for no known reason. This complaint is being reported because a device malfunction could not be ruled out as a cause of contributor to the alleged serious health event.